Manufacturer narrative:
Medical products: metasul ldh, head, 46, code l, taper 18/20; item#0100181460; lot#2350282. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; item#0100185146; lot#2368840. Femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless; item#00786401200; lot#60616242. Therapy date: (B)(6) 2020 the manufacturer received x-rays and other source documents for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain, elevated metal ions, pseudotumor, fluid collection and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Review of event description: patient underwent revision due to pain, elevated metal ions, pseudotumor, fluid collection, loosening and metallosis pictures, x-rays: no evaluation of the pictures, x-rays. The reported event is known and addressed in (B)(4). Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion no further investigation required as this issue is known and addressed in (B)(4), (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) of 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.